Event description:
Paramedics responded to a person complaining of chest pains. When medics arrived, the person had collapsed and lapsed into unconsiousness. The device was connected to the pt for 4-lead monitoring and the monitor displayed a flatline. According to the reporter, the medics, believing a malfunction of the device, attempted to correct the display by checking connections then connecting defib pads to the pt and switching to paddles lead. The pt was determined to be not breathing with no pulse so the medics intubated the pt and began CPR. One shock was delivered with no change in the pt's rhythm (asystole) and medications were administered. The pt's rhythm converted to a pulseless tachycardia and CPR was administered until the pt arrived at the hosp e.r. The pt later died in the e.r. The reporter indicated the alleged device malfunction did not cause or contribute to the pt's death because the pt was not viable.